Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce 'air detector faulty, clarified as the device will throw an error that there is air in the tube. A review of the event history log revealed 'air detector faulty'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. During evaluation the device keypad was delayed. The cause was identified to be a failing processor board. The processor board was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a faulty air detector during an unspecified process step. There was no patient involvement. No additional information is available.